Manufacturer narrative:
A review of the light delivery device's service records revealed nothing unusual and no issues related to the reported event. The reported event involved a diagnosis of anterior nodular scleritis in an eye previously treated with the light delivery device (ldd). No clinical information was provided indicating the etiology of the scleritis. A review of the device service history revealed no anomalies, malfunctions, or evidence of device performance issues that may have contributed to the reported event, and reported information did not indicate any issues with the ldd at the time of treatment. Based on the information available, a causal relationship between the reported scleritis and the ldd could not be established. Anterior nodular scleritis is a multifactorial inflammatory condition that may be associated with underlying autoimmune disorders, infectious etiologies, postsurgical inflammatory responses, or idiopathic causes. Therefore, the cause of the reported event cannot be determined. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient was bilaterally implanted with the light adjustable lens+. Postoperatively, the patient was diagnosed with anterior nodular scleritis 1 day following the first light adjustment in the right eye. The patient was initially treated with prednisone acetate (1%) then switched to difluprednate (0.05%) to treat the condition. The nodular scleritis resolved with treatment.